Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by visual examination of device. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. One exact offset broach handle ndl was returned and evaluated. Upon visual inspection there is heavy impact damage to the handle and to the strike plate. The middle of the device has developed a crack almost completely around the handle of the device. The device has a crack that is visible in the shaft of the device however it has not fractured. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4), (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the broach handle cracked in half. No adverse event to patient reported. There was a 10 minute delay in the procedure. Attempts have been made, and no additional information is available.